Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming power distribution printed circuit board (pcb) was replaced to address the reported event. Unrelated to the reported event, the touchscreen was replaced as a preventative measure (pm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power distribution printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure, the system shut down. The staff tried to restart the console, it worked for a while and then shut down again. This cycle continued. The surgery was completed on the same day without any harm to the patient.